Event description:
Customer reported an alarm that stopped insulin, but no information was available from the pump for history or troubleshooting. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.